Manufacturer narrative:
(B)(4). A device history record (DHR) review was conducted on the lot number reported (16291) and no issues that could have contributed to the reported event were identified. The customer has reported that the actual device has been discarded. Because the sample was not returned for evaluation, an investigation could not be performed and the complaint could not be confirmed.

Event description:
Customer complaint received via med watch (B)(4). Customer alleges "the endotracheal tube kinks over on itself when the tube is warmed in the patient airway". Alleged defect reported as detected during use. No report of harm or injury to the patient.

Manufacturer narrative:
(B)(4). Medwatch ((B)(4)) the device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint received via med watch ((B)(4)). Customer alleges "the endotracheal tube kinks over on itself when the tube is warmed in the patient airway". Alleged defect reported as detected during use. No report of harm or injury to the patient.